Event description:
Trifusion placement (B)(6) 2011. Returned for broken clamp (B)(6) 2011. Replaced catheter. Patient presents today for trifusion catheter exchange secondary to broken clamps on 2 out of the 3 hubs.